Manufacturer narrative:
(B)(4).

Event description:
It was reported that after normal device replacement due to eri, during a dft testing, noise was observed on the lead. The lead was explanted and replaced. No further information was provided.

Event description:
New information states that patient is in stable condition.

Manufacturer narrative:
A partial lead with the tip measuring 43.0 cm was returned for analysis. Internal insulation abrasion under the rv shock coil was noted at 6.5-7.0 cm from the distal tip. The etfe coating was abraded at this same location. This is consistent with the observation from the field of noise.